Manufacturer narrative:
Weight is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than normal but had stabilised. It was also reported right ventricular (rv) lead had fractured. The rv lead had to be cut multiple times to be removed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.